Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using ruby coils. During the procedure, a ruby coil unintentionally detached and was removed from the patient. It is unknown if and how the procedure was completed. Additionally, it is unknown if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
Additional information was received on 09 feb 2018. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly with the stretch resistant wire (sr wire) intact and the pull wire extended out of the distal detachment tip (ddt). The embolization coil had offset coil winds throughout its lengths. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly with the pull wire extending out of the ddt. Since the ruby coil was reportedly removed from the procedure with no mention of detachment, this was likely incidental to the reported advancement issues. Further evaluation revealed the embolization coil had offset coil winds throughout its length. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. The root cause of the initial resistance could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then was unable to advance a ruby coil through the lantern, and therefore the ruby coil was removed. The procedure was then completed using additional ruby coils. There was no report of an adverse effect to the patient.